Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07/18/2019. The fse installed a new air and oxygen (o2) flow sensor to address the issue. The returned gds system was tested with no failures identified.

Event description:
The manufacturer's field service engineer (fse) reported that the ventilator failed the air delivery/flow accuracy test during a preventative maintenance (pm) service. There was no patient involvement.